Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to water, alarmed button error and had an audio/beep anomaly and blank display after battery removal and reinsertion. Troubleshooting for pump exposed to fluid was performed. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the type of fluid/moisture exposure to the insulin pump was pool water. The customer stated that they work as a lifeguard and they jumped in the water trying to save someone. The customer also reported that there was a constant tone and button error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed displacement test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display and audio/beep anomaly noted. Pump received with moisture damage on electronics assembly, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted.